Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic heart valve was explanted after an unknown implant duration due to unknown reasons. No additional details were provided.